Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks due to noise/oversensing on the right ventricular (rv) lead. Fracture was suspected. The pace/sense portion of the lead was replaced and the high voltage coils remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: updated analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. An alert for out of range subthreshold lead impedance alert occurred on (B)(6) 2014. Svc impedance of 254 ohms occurred on (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported there was an alert for high impedance on the superior vena cava (svc) coil. There was also noise on the electrogram for the svc conductor. Fracture was suspected. The svc coil was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 761 ventricular short interval counts (sic) are recorded beginning (B)(6) 2014. There are 3 ventricular fibrillation (vf) and 11 non-sustained tachycardia (nst) events of <(><<)> 220 milliseconds v-v cycle recorded between (B)(6) 2014. Lia ramware was not installed on the device. (B)(4).